Event description:
The customer reported that the patient was receiving high-dose noradrenaline 70mcg/min and adrenaline 6mcg/min maintaining a blood pressure of 100/60 (map >60mmhg), as well as midazolam and fentanyl sedation. The pump alarmed for communication error and all infusions had stopped. The patient's blood pressure began to decrease due to the interrupted inotrope infusions, map <60mmhg. The screen displayed 'system error #255-16-275'. The lines were immediately moved to a new pump and the inotropes restarted within 1 minute. Map returned to >60mmhg with no adverse events observed from the temporary hypotension.

Manufacturer narrative:
The customer¿s report of system error code 255-16-275 was confirmed. A review of the event log identified entries of system error 255-16-275. The reported system malfunction which has occurred when the user had performed a rapid action of closing the door and starting the infusion. The pump module went from an alarm state (flo stop open) immediately into an infusion state. This rapid action is known to cause a race condition that can lead to an out of sync state between the pcu unit and lvp module. The pcu is not aware of the start of the infusion on the pump module and assumes the pump module is inactive (idle). The user made a state change by restoring the infusion parameters resulting in triggering the system error. The root cause of system error code 255-16-275 is a software issue where the infusion state machines are out of sync between the pcu and lvp. The effect of this is the pcu software tries to access data that is non-existent.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving high-dose noradrenaline 70 mcg/min and adrenaline 6 mcg/min maintaining a blood pressure of 100/60 (map >60 mmhg), as well as midazolam and fentanyl sedation. The pump alarmed for communication error and all infusions had stopped. The patient's blood pressure began to decrease due to the interrupted inotrope infusions, map <60 mmhg. The screen displayed 'system error #255-16-275'. The lines were immediately moved to a new pump and the inotropes restarted within 1 minute. Map returned to >60 mmhg with no adverse events observed from the temporary hypotension.